Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient could not recall the date that the issue occurred. He reported that he woke up at approximately 7am with ¿headache, sweat-attack and trembling.¿ he tested on the subject device and observed a value of ¿110mg/dl¿ which he did not trust, so he tested on his back up meter, onetouch ultra easy and observed a value of ¿67mg/dl¿ performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The reportedly that he self-treated his symptoms at approximately 7:15-7:20am with 2 glucose tablets and a glass of orange juice and felt better after 10 minutes. The patient manages his diabetes with insuman rapid morning: 5-6 units (6 units over a result of 110 mg/dl), at lunch: 12 units and evening: 14 units and insuman basal 18 units at night. The patient reported that the night before developing the symptoms, he did not eat enough food which may have resulted in the hypoglycemia attack. He did not make any changes to his usual diabetes management routine the night before. The patient denied that the less food was in response to a meter reading he obtained on the subject device and he could not specify what the reading was on the night before the symptoms occurred. At the time of troubleshooting the csr confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. Quality control testing was not performed because the patient did not have control solution. Replacement products have been sent to the patient. The subject products were not available for return. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self-treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs criteria for accuracy.